Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify patient consequences. What does ""in 2022 aortic dissection tn incorrect needle count 5-0 prolene migrated into an area/vascular surgery."" Mean? What happened recently that caused this event to be reported 3+ years later? Please provide additional details about the alleged deficiency. Was the incorrect needle count noted before or after the procedure? Did any needle fall inside the patient? Was there any alleged deficiency of the device during use? In which tissue was the suture implanted, and into which tissue or area did it migrate? What is the patient¿s current status? Was any medical or surgical intervention performed (e.g., product removed, re-operation, re-closure, prescription medication)? If so, please specify including dates and results. If medication was required, was it prescription strength? If yes, provide the medication name, dose, and duration. Product code and lot number? Is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the needle fragment? Did the needle break? If yes, where (tip, middle, swage area)? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments?

Event description:
It was reported that a patient underwent and surgery for an aortic dissection in 2022 and suture was used. Incorrect needle count. Needle migrated into an area during vascular surgery. Additional information was requested.